Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump was not working. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer reported that they do not feel okay for troubleshooting. The customer reported g a sensor updating or sensor glucose value not available status or alert. The customer reported that they did receive a calibration not accepted alert. The customer was experiencing behavior for less than 3 hours. The device will not be returned for analysis.